Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6. The cause of the event was due to patient factors and progression of underlying valvular disease.

Event description:
Edwards received information a patient with a 31mm edwards mitral valve implanted for approximately 10 year underwent valve-in-valve procedure due to severe mitral regurgitation secondary to severe posterior leaflet prolapse. Patient presented with acute on chronic decompensated congestive heart failure. A 29mm 9600tfx was successfully implanted inside the 31mm valve. Patient also underwent iatrogenic asd closure during the procedure. Patient tolerated the procedure well without any complications. Patient was discharged on post-operative day four (4).

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information have been unsuccessful. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined at this time. A supplemental MDR will be submitted when new information becomes available or when investigation is completed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.